Manufacturer narrative:
The investigation determined lower than expected tsh results were obtained from three patient samples processed using two different vitros tsh reagent lots on a vitros 5600 integrated system. A definitive assignable cause could not be determined, however the lower than expected results are likely related to the specific samples tested. A sample interferent was not able to be confirmed nor ruled out as a contributing factor of the event as no information was provided regarding whether the patients were taking any medications or vitamin supplements around the time of the event. Per the vitros tsh instructions for use, ortho has not quantified the interfering effect of biotin on the tsh assay at biotin concentrations >0.5ug/dl. However, current medical literature (biotin interference on tsh and free thyroid hormone measurement, pathology, april 2012 ¿ volume 44-issue 3 ¿ pg. 278-280) states that biotin can potentially interfere with some immunoassays. Therefore, it is possible that biotin in the sample is a potential interfering substance and cannot be ruled out as contributing to the event. In addition, testing of the sample using heterophilic antibody blocking tubes was not completed, therefore a sample interferent cannot be ruled out. Based on historical quality control results, a vitros tsh lot 6370 or lot 6430 performance issue is not a likely contributor to the event. Furthermore, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh reagent lots 6370 or 6430. Vitros tsh diagnostic within run precision testing results processed on the vitros 5600 integrated system were within ortho acceptable guidelines suggesting an instrument issue was not likely a contributing factor of the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor as it was not established whether the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample. Email address for contact office is (B)(4).

Event description:
The investigation determined that lower than expected vitros tsh results were obtained from samples collected from three different patients when tested using two different vitros tsh reagent lots on a vitros 5600 integrated system. The results were lower than expected when compared to the result from alternate samples tested using an unknown alternate method at an alternate site (B)(6). Vitros tsh reagent lot 6370 . Patient sample 1 vitros tsh result of 0.02 and 0.02 miu/l vs the expected result of 2.56 miu/l. Vitros tsh reagent lot 6430. Patient sample 2 vitros tsh results of 0.083 and 0.096 miu/l vs the expected result of 2.13 miu/l. Patient sample 4 vitros tsh results of 0.112 and 0.112 miu/l vs the expected result of 0.179 miu/l. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The lower than expected vitros tsh results for the 3 patients were reported from the laboratory and were questioned by a physician. No treatment was administered or altered based on the vitros results. There is no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4). This report is number two of three 3500a forms filed for this event, as three devices were affected.